Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hepatitis c in 2013, d & c, paratubal cyst, multigravida and parity 3. Concurrent conditions included: abnormal uterine bleeding, endometriosis and hemostasis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("hormonal changes describe: depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced rash pruritic ("rashes or skin conditions type: itchy patch of skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (d and c and removal of essure devices, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, mood swings, depression, vaginal haemorrhage, rash pruritic, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per pif), discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016, total bilateral occlusion.; pathology test: on (B)(6) 2021, 1. Endometrium, curettings: benign secretory endometrium with focal features of early breakdown. 2. Fallopian tubes, bilateral tubal ligation: fallopian tubes with endometriosis and paratubal cysts. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly , no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c in 2013, d & c, paratubal cyst, multigravida and parity 3. Concurrent conditions included abnormal uterine bleeding, endometriosis and hemostasis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("hormonal changes describe: depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced rash pruritic ("rashes or skin conditions type: itchy patch of skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (d and c and removal of essure devices, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, mood swings, depression, vaginal haemorrhage, rash pruritic, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, rash pruritic, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per pif)- discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2021: 1-endometrium, curettings: benign secretory endometrium with focal features of early breakdown. 2-fallopian tubes, bilateral tubal ligation: fallopian tubes with endometriosis and paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case becomes an incident. Removal was added. Reporters, concurrent conditions, removal dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.